Manufacturer narrative:
The complaint device is not being returned and therefore a physical evaluation cannot be performed. Typically these type of inserter tip breaks are associated with using excess torque during insertion and off axis insertion. No further procedure/ technique details were provided to determine if above mentioned causes contributed to this failure. At this time, a root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon inserted bioknotless anchor. Impacted to seat anchor in drill hole. Insertion rod snapped at anchor attachment point / level. Threaded segment of insertion handle has remained inside anchor. Anchor fixation is good but now metal piece remains within anchor. Nothing was done. Anchor is well placed and with good fixation, but has the remaining piece of the insertion handle stuck inside.